Event description:
It was reported that while inserting a screw through the proximal tibia aiming arm on tower, the tip of a small hexagonal screwdriver shaft, part number (B)(4), broke off in the head of the screw. The screw driver fragment could not be removed because it was cold welded into the screw which had already been implanted in the patient. The surgery was delayed for 5-10 minutes due to the reported event but was completed successfully. This report is for one unknown screw. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw. Part and lot numbers were not provided by reporter. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.